Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown concentrations/doses via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the patient was in for a dose adjustment today and they noted a warning on the tablet stating 'loss of therapy, pump is stopped for 0h0m service code 99'. The hcp thought the pump was alarming yesterday and the nurse practitioner (np) heard the pump alarming today. They checked and saw no issues in the logs. The hcp also noted that patient had been in for a refill last week and got an alert saying the pump was stopped for 527h, service code 234 and 529. The patient had an magnetic resonance imaging (MRI) a while back and the timing of the stall was consistent with when the patient had an MRI. They also got back the expected amount of medication on the refill. Agent advised the hcp that they could manually silence the audible alarm when they update the pump today and reviewed instructions on how to do so. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) stated that when interrogating pump, there was a service code 99 and loss of therapy pump has been stopped for 0h 0m. The pump logs do not show any alarms or issues. The healthcare provider (hcp) confirmed that active alarm button was present on the home page of the interrogation and the message in the alarm screen says, "stopped pump period may exceed tube set." The agent had the healthcare provider program pump to temporary stop mode then exit the application and program pump back to preferred infusion settings; however, the service code continued to show. The hcp interrogated the pump with a second clinician programmer and the same alert with service code 99 appeared. The agent reviewed option to do a roller study and sent instructions. Reviewed option to aspirate reservoir to measure the expected versus actual volume in the pump. Reviewed option to replace the pump and send it back for analysis if issue cannot be resolved. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Incorrect fdc code and h7 recall # erroneously sent in previous correction report. This report is being submitted to indicate fdd code change. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who reported the patient came in for a refill today and the residual volume was within 1ml of the expected volume. The pump logs were ¿clear, no issues¿. The healthcare provider was asking for assistance with clearing out the alert.